Manufacturer narrative:
Batch review performed on 23 april 2019: lot 154526: (B)(4) items manufactured and released on 20-jan-2016. Expiration date: 2021-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after 2 years and 11 months from the primary due to pain caused by an aseptic loosening of the stem. The surgeon revised the stem and head with another company's product and revised the liner. The surgery was completed successfully.